Event description:
At the start of the procedure, the surgeon attempted to achieve abdominal insufflation using the airseal, but was unable to as the airseal initially started to insufflate then stopped. Multiple attempts to achieve insufflation using this airseal. A new one was given to the sterile field and the procedure progressed thereafter. Charge nurse was notified. The patient received no injury.